Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising and high threshold and impedance values. A revision procedure was performed and the system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
Additionally, it was noted that the patient complained of dizziness prior to the revision. During the revision procedure, the right atrial lead was noted to be adhered to the right ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.